Manufacturer narrative:
The customer indicated that the device was discarded. A rep sample from the same lot is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
Report rec'd of particulate observed in a tubing set. The tubing set had been in use on the pt for an unspecified length of time. No specific info was provided as to the programming parameters and what type of solution was infusing. At an unspecified time, the nurse reportedly attached a syringe with an unspecified medication to the prepierced y-site. She disconnected the tubing set from the pt. The nurse reportedly changed the tubing set, and administered the medication as ordered. There were no reports of any adverse pt effects. Though requested, no add'l info was provided.